Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. MFR reference: 1221359-2021-01739.

Event description:
The customer reported various false positive results across various sites with the ID now covid-19 assay. This MFR. Report addresses the false positives for which the customer was able to provide the lot # for and is one (1) of two (2). The customer reported 11 unconfirmed false positive results with the ID now covid-19 assay performed on a direct tested nasal kitted swab. Repeat testing was performed (results unknown). Confirmation testing was not performed. The customer confirmed there was no patient harm due to the test results. The customer reported the patients had to retest due to the ID now covid-19 results. Additionally, the customer reported there was a delay and some patients had to miss the flight to (B)(6).

Manufacturer narrative:
G3: 14may2021. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1028575 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: 1028575, test base part number 190-430 / lot:1028575. The lot met the required release specifications. A review of the complaints reported as false positive (confirmed and unconfirmed, conflicting results) related to kit lot 1028575 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However a possible assignable root cause is sample interference or cross contamination. Reference MFR reports: 1221359-2021-01739.